Manufacturer narrative:
The reported events of unspecified capture, sensing issue, impedance problem and ¿insulation exposed¿ were confirmed but the reported event of lead fracture was not confirmed. As received, a partial lead was returned in one piece measuring 43.2 cm. Full breached outer insulation degradation was noted at 4.2 cm from the connector pin. The outer insulation was found separated consistent with procedural damage in this location. The cause of the reported events of unspecified capture, sensing issue, impedance problem and ¿insulation exposed¿ was isolated to the full breached outer insulation degradation exposing the outer coil. Electrical testing and x-ray examination did not find any indication of conductor fractures. All other damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the atrial lead was noted to have insulation decay and the physician believed the lead would not endure much more time functioning appropriately with insulation exposed and lead already repaired once. The lead was noted to be fractured with capture, sensing and impedance anomaly. The lead was explanted and replaced. The patient was stable throughout.